Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The IFU for instruments states the instruments may fracture depending on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Also, instruments with articulations may require lubrication. Conclusion: the plausible root cause of the reported event is user related. Specifically applying excessive force to the t-handle during assembly.

Event description:
It was reported that that the inner collet on the reliance lite t handle was broken.

Event description:
It was reported that the inner collet on the reliance lite t handle was broken.